Manufacturer narrative:
(B)(4). Batch #: unk. Date of event is 2020. Event day and event month were not provided. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Upon visual analysis of the returned sample, it was found that the 5dcs device was returned sterile inside of its package. It was observed that the tyvek packaging was ripped and in the middle part of damage, a hole was observed. The damage was noted to be from the outside to the inside. In addition, the device was visually inspected and no sharp edges were noted that could have caused the damaged area of tyvek. It appears that the package hit a hard surface and this caused the reported event. It should be noted that all ees product is 100% inspected prior to release. Product failure is multifactorial. Due to the damage found on the packaging, a possible cause for this condition could be improper handling during transit or storage. The complaint information provided is compiled, monitored, and reviewed on a routine basis for any associated trends. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
The pharmacist reported that the packaging was ripped. No additional information was available.